Event description:
During the course of knee arthroscopy, it was noted that there was a lack of suctioned irrigation fluid (i.e. The canisters were not filling equal to what was being put in). It was discovered that extravasation occurred, affecting the pt's left thigh, the superior half of the right thigh, and the lower abdomen. Approx. 3000cc was missing. Skin in affected area was taut, mottled, blue/red in color, and had swelling. Pump was set at 75mmhg.